Event description:
Dr alleges file broke mid-root in pt's tooth during procedure. The piece was retrieved without sequela. There was no report of pt injury.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (through inadvisable per expert opinion provided by dr, dated 03/08/2002 and 10/12/2002) to preclude injury or illness that would necessitate medical or surgical structure or permanent impairment of a body function as evidenced by pervious reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The product in question was not returned and no lot number is available. Therefore, no further testing is possible. Pt status monitoring results will be provided if they become available.